Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular femoral stem - right. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported that the patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem in his right hip. The following measurements were recorded at 36 months since index surgery: cobalt - 6.3; chromium - 1.7. Infection was also diagnosed; the organism identified was (B)(6). The patient is reported to be asymptomatic now. The patient is receiving chronic suppression for their infection. It is noted that the neck was exchanged at a previous revision to treat a loose cup. Corrosion was reported to be observed, but it is not clear where it was observed.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
It was reported that the patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem in his right hip. The following measurements were recorded at 36 months since index surgery: cobalt - 6.3; chromium - 1.7. Infection was also diagnosed; the organism identified was s. Lugedensis. The patient is reported to be asymptomatic now. The patient is receiving chronic suppression for their infection. It is noted that the neck was exchanged at a previous revision to treat a loose cup. Corrosion was reported to be observed, but it is not clear where it was observed.